Manufacturer narrative:
Additional information received reported that the follow up CT has not been completed as the patient has had health issues unrelated to her evar. This has resulted in extensive hospital stays and the patient is now in a rehabilitation center. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. The patients proximal aortic neck diameter ranged from 24-27mm and was 25mm in length. It was reported that the procedure was performed without complication. During the final angiogram, a type ia endoleak was observed. The physician used a reliant balloon to post dilate the proximal neck once again and after this the endoleak was significantly less than before but still present. The physician chose to end the procedure and wait until the heparin is out of the patient¿s system. As per the physician, the cause of the event was anatomy related as the proximal neck contained almost circumferential calcium deposition. No additional clinical sequelae were reported and the patient will be monitored by their physician.